Event description:
It was reported that the patient was experiencing increased pain, discomfort and swelling at the ipg site after having a kidney surgery. It was also noted that the ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and the explanted ipg will not be returned. The patient was doing well postoperatively.

Manufacturer narrative:
Correction to the initial MDR in block g3. The aware date should have been 19-sep-2023.

Event description:
It was reported that the patient was experiencing increased pain, discomfort and swelling at the ipg site after having a kidney surgery. It was also noted that the ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and the explanted ipg will not be returned. The patient was doing well postoperatively.